Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation and memory corruption. No intervention was performed due to patient in another country. Further information was requested however, was not provided.